Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Per the training manual, possible reasons thv could embolize into the aorta during thv valve deployment are noted as: rapid pacing was stopped before the balloon was fully inflated/deflated, thv was inaccurately positioned too high (aortic), 1:1 capture and arterial pressure drop was not maintained before inflating, thv was not filled with nominal specified volume, and anatomical features (i.e. Sigmoid septum).   The training manual also provides instruction for aortic embolization management stating: maintain guidewire position through embolized thv so it does not flip; assess patient hemodynamic stability; pull embolized thv across arch as far as possible and deploy; secure embolized thv in aorta and consider stabilizing thv with additional stent and/or a second thv if ar is severe and patient unstable. It is noted: do not fully inflate balloon due to risk of aortic dissection.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, loss of pacing capture appears to have initiated the cascade of complications (embolization and subsequent aortic dissection) leading to the patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to field clinical specialist (fcs), post deployment of the 23mm sapien 3 valve in the aortic annulus with 2cc¿s added per physician via transfemoral approach, there was moderate paravalvular leak (pvl). An additional 2ccs were added to post dilate. As the balloon was up during rapid pacing, the patient had a pvc and it shifted everything aortic. They went in with a second sapien 3 valve, this time with a 26 mm valve and deployed with a great result.  The team dragged the first valve to the descending aorta and put a big stent inside to stabilize it.  Despite the complications, the patient appeared to have tolerated the procedure well. Overnight, the patient developed acute abdominal pain, rising lactate, and elevated white count, which prompted a CT angiogram of the abdomen and pelvis, which showed an acute dissection of the thoracoabdominal aorta, distal to the placement of the first valve. An aortogram, balloon angioplasty and stenting of the superior mesenteric artery and of the celiac artery was performed by the vascular surgeon, after which an exploratory laparotomy was performed and followed by a right hemicolectomy, small bowel resection, and open cholecystectomy by general surgery. The dissection had complicated the patient's paravisceral segment and had led to malperfusion. The family was informed of the ¿nonsurvivable insult¿ and elected to withdraw care.  The patient passed that day with family at bedside.